Manufacturer narrative:
The batch record review for radiesse(+) lot a00169990, was normal, no nonconformance reports or corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00169990) and no similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported bruise is considered to be a symptom of vascular occlusion and was therefore not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the submalar area is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the submalar area is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse(+) into the submalar area (off label use of device), on (B)(6) 2025. Batch number was reported as a00169990 (expiry date: 16-sep-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00169990 (expiry date: 16-sep-2026). A lot search in the global safety database was conducted. Radiesse(+) was diluted (product preparation issue, off label use of device) in a 1:1 ratio. In (B)(6) 2025, after the radiesse(+) injection, the patient experienced a bruise to the left lower chin area. On (B)(6) 2025, the patient flew to (B)(6) where she saw a health care professional and was treated for a vascular occlusion (reported as vo). One vial of hylenex was administered and the area was flooded. It was unknown what other treatment (reported as tx) was done. The patient was sent to get hyperbaric oxygen therapy (reported as hbo) and have an ultrasound (reported as us) performed on (B)(6) 2025 (reported as on the day of this report). The outcome of the event was unknown.